Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external abrasion exposing the outer coil at 7.6 cm to 7.8 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.